Manufacturer narrative:
Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation with the incident lot was observed. One photo shows a tube with a hemogard cap that appears higher than the other hemogard caps. The condition of the stopper cannot be identified from the provided photo. Additionally, retention samples from bd inventory were visually examined. No defects were noted during the inspection that would contribute to the reported defects of gel separation and crooked tubes / stoppers.based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A complaint history was performed and this was the 1st complaint received on this lot for these reported defects. H3 other text : see h.10.

Event description:
It was reported that the tubes are damaged and during centrifugation with bd vacutainer® sst¿ blood collection tubes there was poor barrier separation of sample. This occurred with 156 tubes, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from spanish to english: I want to convey to you that the process access area is reporting to me that the batch of golden tubes 0177055 came out defective, since some tubes are crooked and others at the time of centrifugation, the globular pack remains at the bottom, then the serum and at the top is the separating gel. In the first case, it affects the process of the samples, since the needle of the equipment can collide with the wall of the crooked tubes, and in the second case, the gel has to be removed and then the samples are centrifuged again, which reworks are being done.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tubes are damaged and during centrifugation with bd vacutainer sst blood collection tubes there was poor barrier separation of sample. This occurred with 156 tubes, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: I want to convey to you that the process access area is reporting to me that the batch of golden tubes 0177055 came out defective, since some tubes are crooked and others at the time of centrifugation, the globular pack remains at the bottom, then the serum and at the top is the separating gel. In the first case, it affects the process of the samples, since the needle of the equipment can collide with the wall of the crooked tubes, and in the second case, the gel has to be removed and then the samples are centrifuged again, which reworks are being done.